Event description:
Report received from abbott international affiliate (abbott australia) of an over-delivery. The report states: "the pump has overdelivered by 100ml over 4 hours. The pump contained ropivacaine and fentanyl. The pt suffered a high block (c5). The nursing staff turned off the infusion and allowed it to wear off. Pt had difficulty swallowing, but no action was necessary. Naxolone was not used. The pt recovered now." The md was notified. No add'l info was available.